Event description:
An optometrist reported a case of stage one diffuse lamellar keratitis (dlk), observed on a pts' right eye superiorly one day post lasik. Reporter indicated pt was placed on an increase of topical steroid eye drops. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).